Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. No changes in the process were identified to be related with this event. The product sample consisted of a 14.5 fr tal palindrome with slots catheter kit, 33 cm implant length, 50 cm overall length. The sample presented signs of use. A visual inspection was performed and a cut was found on the tubing of the catheter approximately 1 cm below the hub. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for 5 months. The device was more likely damaged during use. The most probable root cause could be due to the device coming into contact with a sharp object or improper use of sharp objects near the device. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there is a leak in y junction. The catheter was placed on (B)(6) 2014 and failed on (B)(6) 2015. Because of the leak, the catheter had to be removed on (B)(6) 2015. Catheter dwell time was 5 months.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.